Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized with blood glucose levels greater than 400 mg/dl. The customer stated that his blood glucose levels were high and he couldn't use the bathroom. The customer declined to provide further information about the hospitalization. Troubleshooting was performed, and the insulin pump was programmed correctly. Found low reservoir and no delivery alarms in the alarm history. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. Sent a tubing clamp to the customer, and advised him to call back. Nothing further was reported.